Event description:
It was reported that during an in-clinic check, the leadless pacemaker exhibited under-sensing. As a result, the device didn't mode switch automatically when the patient experienced atrial flutter. Programming changes were made. There were no patient consequences.